Event description:
The following was reported to davol. It is alleged that the patient was implanted with a bard/davol composix kugel mesh, during a surgical procedure performed in (B)(6) 2007. The mesh was discovered to have "grown into the bowel" and was explanted during a procedure on (B)(6) 2014.

Manufacturer narrative:
The information provided by the contact is limited. Multiple attempts have been made to obtain additional information. Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.